Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third stapling fire across the stomach, the stapler was not able to fire. The firing started and immediately stopped in proximal, it was noted that tissue was not thick. They opened a new reload and were able to fire across stomach with no issues. There was no patient injury.